Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the homechoice (hc) during dwell 2 of 4. The technical service representative (tsr) advised the care giver (cg) that air had entered the setup. The tsr had the cg cycle the power and a system error 2367 alarmed. The tsr advised the cg to start over with new supplies or use manual supplies to complete therapy. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and there were no extension lines in use. The patient line had not separated from the transfer set. The patient had not started therapy before connecting. A dummy tummy was not in use. The patient did not disconnect prior to the alarm. The connection on the heater bag was loose. The supplies had not been damaged by an outlet port clamp or assist device. The tsr advised the cg to make sure that the bag connections were not loose and were completely sealed. The tsr had the cg close all of the clamps and cycle the power again to get to "press go to start." The tsr advised the cg to inform the patient's peritoneal dialysis registered nurse of the system error 2240. The hc was operational. Proper procedures were reviewed with the caller, and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) . This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. This issue is being investigated through CAPA.